Manufacturer narrative:
(B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in germany. Patient reported event involving an issue with infusion set cannula on (B)(6) 2025. The infusion set was inserted in the patient's abdomen. The fracture occurred in the cannula itself after the set had been in place for only a few hours. Two significant factors were noted as contributing to the fracture: the presence of blood and a crack in the cannula. The exact location of the fracture was identified as being in the cannula portion of the infusion set. No further information available.